Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt?d) recorded an alert for this right ventricular (rv) lead exhibiting high impedances out of range. Technical services (ts) discussed would need to have the patient send a transmission to get the out of range value and subsequent values. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).